Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2007 the patient got a new hip implant. After a while, she complaints about pain. Laboratory confirmed the moderate increase in metal ion. At the (B)(6) 2012 she had another operation to change the implant. During that operation, the doctor noticed that the whole cup was black colored and there was grey liquid.

Manufacturer narrative:
On (B)(6) 2007 the patient got a new hip implant. After a while she complaints about pain. Laboratory confirmed the moderate increase in metal ion. At the (B)(6) 2012 she had another operation to change the implant. During that operation the doctor noticed that the whole cup was black colored and there was grey liquid. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.